Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter legend rx ptca balloon catheter survey results from an interventional cardiologist using the devices for the past year. In the past 4 years. The physician has used sprinter legend rx 50 times using intermediate sizes. 20 x acute myocardial infarction, 20 x unstable angina and 10 x total occlusion of the coronary artery or bypass graft (as a result of ptca procedure) were experienced when using the product over the last 12 months. These events were reported to be related to a pre-existing condition/comorbidity or related to the procedure but not directly to sprinter legend rx.